Event description:
Independent repair center: alleged key failure defective. Low o2 or yellow light. As stated on the repair statement: independent repair center: alleged key failure pc board control panel defective. Low o2 or yellow light